Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Evaluation summary: the device was returned for analysis. The reported failure to deploy the sutures was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in a common femoral vein using the preclose technique prior to a mitraclip interventional procedure. The arteriotomy was 8fr and during the mitraclip procedure the sheath was upsized to a 24fr sheath. Reportedly, following placement of the mitraclip, when closing the common femoral vein, the sutures were pulled out of the vessel with the knot attached. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.